Manufacturer narrative:
(B)(4). Device evaluation summary: the reported condition of a colleague infusion pump of a battery depleted set alarm was discovered and confirmed. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported problem. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4)the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm. This alarm occurred during infusion and interrupted delivery. There was no patient injury, patient involvement, medical intervention, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.